Manufacturer narrative:
One opened phaco tip without a wrench in a bag was received for the report. The phaco tip was visually inspected and found to be conforming. There was wear on the back of the flange, thread area and nut corners consistent with threading on a handpiece. The threads were checked with a go/no-go 4-40 thread gage and the threads were deemed to be conforming. The complaint evaluation does not confirm the report of the ultrasound oscillation was defective. The returned sample was found to be conforming for all visual and functional testing associated with the reported event, therefore ultrasound oscillation was defective in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a defective oscillation which equated to low performance because of phacoemulsification tip to handpiece interface issue during set up of cataract surgery with intraocular lens implant. Physician also confirmed that there was no complaint for occlusion issue. The surgery was performed and completed after replacing the product with another one. The patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).